Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was having a difficult time pressing the buttons on the insulin pump. The insulin pump had fallen into water the day before and it powered off. After drying it, the time needed to be reset and the numbers were stuck and the buttons became unresponsive. The blood glucose reading was 193 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No blank display and no beep anomaly noted. Unable to perform any tests due to the buttons unresponsive. The pump was received with moisture damage on the electronics assembly, cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, and minor scratches on the display window.